Event description:
The patient claimed the temporary basal rate is inadvertently canceling without intervention. During troubleshooting, the animas representative discovered the patient did cancel the temporary basal rate when he primed the animas insulin pump after his shower. However, the patient claimed there are other instances the temporary basal rate was canceled on its own based on the pump history. There was no report of patient impact associated with this complaint. The product was sent back for investigation. This complaint is reported as a malfunction due to the alleged inadvertent cancellation of temporary basal rate issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2001 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history indicated that temporary basal settings were cancelled by the user in conjunction with a prime operation. The pump was exercised for 24 hours with no interruptions. Unrelated to the complaint, evaluation revealed a stuck battery cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.